Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were reproduced. The current reading of the downstream sensor was found out of specification (high). The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion during preventative maintenance testing. It was also reported there was no patient injury.